Manufacturer narrative:
The insulin pump failed the displacement test and alarmed for a software error during the rewind due to a motor encoder signal out of phase. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, a missing end cap sticker and cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed. The patient was unable to clear the alarm. The blood glucose reading was 200 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).